Event description:
This clinically sponsored solicited summary device case from united states was received on (B)(6)-2015 from a healthcare professional (physician's assistant) via patient support program. Study title: patient support program involving synvisc one. This case concerns 04 patients (demographics not provided) who experienced hot and extremely swollen knee and removed excess fluid from the knee after receiving treatment with synvisc one. No relevant medical history, past drugs, concomitant medications and concurrent conditions were reported. On unknown dates, the patients received treatment with intra-articular synvisc one injection, at a dose of 6ml, once (batch/lot number: 4rsf008 and expiration date: 30-sep-2017) into an unspecified location for osteoarthritis knee pain. On unknown dates, after unknown latencies, the patients experienced a hot and extremely swollen knee. On unknown dates, the physician's assistant removed excess fluid from the patient's knee and treated with steroids and nonsteroidal anti-inflammatory drugs (nsaids). Outcome: recovering/resolving for all the events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention for all the events. Reporter causality assessment: not reported for all the events. Company causality assessment: associated for all the events.

Manufacturer narrative:
Additional information was received on 28-may-2015. Global ptc number was updated from (B)(4). The text was amended accordingly.

Manufacturer narrative:
A pharmaceutical technical complaint was initiated with global ptc number: (B)(4). The production and quality control documentation for lot number 4rsf008, with expiration date september 2017 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot batch record review and lot number frequency analysis for lot number 4rsf008 no CAPA was required. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Outcome: recovering/resolving for all the events. Seriousness criteria: required intervention for all the events. Reporter causality assessment: not reported for all the events. Company causality assessment: associated for all the events. Additional information was received on may 15, 2015. Global ptc number and ptc results were added.

Manufacturer narrative:
Additional information was received on june 30, 2015 from the healthcare professional (physician's assistant). This case initially processed as summary case of 4 patients is now processed as an individual patient case based on patient specific information. Text was amended accordingly.